Event description:
A customer contacted beckman coulter (bec) reporting a leak of clear fluid (approximately 20 ml) dripping from under the coulter lh 750 hematology analyzer from around the flow cell area. The leak was not contained within the instrument. There were no error messages associated with this leak. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found tubing under the flow cell popped off leaking diluent and blood into the laser area. The area was cleaned prior to service arriving. The fse replaced the sample line to the flow cell and verified proper operation of instrument. Failure mode: disconnected sample line to the flow cell. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).